Event description:
It was reported that the device was in a storage closet and it was accidentally knocked off a cart and the cpc connector was damaged. The device was not scheduled to be used in a procedure and there was no patient involvement. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc connector was broken.